Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b4, d10, g1, g2, g4, g7, h1, h2, h3, h4, h6, h10. A picture of the product has been received. However, it only shows the reference and the batch number of the product, not the damaged reported. The device has been returned to the manufacturer. The device analysis showed that the product is damaged and twisted on one side on the bottom of the piece. Therefore, the reported event has been confirmed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the raw material certificate shows no non conformity or deviation. Within one year, 1 complaint has been recorded on exception varized stem trial neck s 456, reference a120v456, batch 1619260140. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. A summary of the investigation was sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an exception trial neck has been broken during surgerie. No known adverse patient consequence has been reported.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device manufacturing quality records indicates that the released product met all requirements to perform as intended. The review of the raw material certificate shows no non conformity or deviation. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that an exception trial neck has been broken during surgerie. No known adverse patient consequence has been reported.